Manufacturer narrative:
Internal report reference number: (B)(4). Syringes were not returned for evaluation. Most likely underlying root cause: mlc-028: there was not enough information to determine the mlurc. Note: manufacturer contacted customer in several follow-up emails to ensure that the initial concern is resolved - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the trueplus single-use insulin syringes. Complaint was reported via e-mail. Customer stated the box of syringes they had purchased last week were unusable. Customer stated that they were all barbed at the end. No further information was provided in customer's e-mail.